Event description:
It was report that during a photoselective vaporization procedure the console produced errors 650 and 660 in the middle of the procedure. The console was restarted and the water level was checked, but the errors codes continued. The procedure was completed with turp loop and greenlight. The patient experienced extra bleeding which resulted in an overnight stay. There were no further complications for the patient reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A visual inspection of the chiller unit packaging was intact and noted o be in overall good physical condition. A visual inspection of the chiller unit was in overall good physical condition. Analysis of the device revealed that the chiller temp was exceeded. The chiller passed power on self-test. The chiller failed at level fault step. The level fault never turned green. The chiller was replaced, and the coolant flow rate was adjusted. The laser power detector calibration was checked and the laser power output was tested in low, medium and high power setting. The level fault did not turn green was caused by an electrical failure with a component in the chiller. An evaluation conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was report that during a photoselective vaporization procedure the console produced errors 650 and 660 in the middle of the procedure. The console was restarted and the water level was checked, but the errors codes continued. The fiber had utilized 34,600joules of energy. The procedure was completed with turp loop and greenlight. The patient experienced extra bleeding which resulted in an overnight stay. There were no further complications for the patient reported.